Event description:
Mw5110250 states that the hot pack burst onto the patient¿s shoe, the floor, and staff member¿s shirt and shoe. There was no injury. Customer was unable to provide a product number, lot number, demographics or other supporting data.

Manufacturer narrative:
Based on the investigation, the device history record could not be reviewed as the lot number was not provided. A sample was not available for investigation. The root cause for the reported concern cannot be identified with the information provided. Without a specific assignable cause, no specific corrective actions can be completed; however, we will continue to monitor this failure mode for this product.